Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level in the 300s (mg/dl). The cause of the elevated bg level was unknown. Reportedly, the customer continued to delivery insulin via the pump until bg levels came down. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.